Event description:
A customer reported experiencing a cartridge alarm on their pump, specifically cartridge alarm 20, which persisted despite attempting to use a new cartridge. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, technical support confirmed that the customer was using the correct loading technique, but the issue continued, so they arranged to send a replacement pump. The customer was advised on steps to take with the new pump and acknowledged the need to return the faulty pump. The customer planned to use a backup insulin pump until the replacement arrived.